Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that he first noticed that the meter was reading inaccurately high on ¿(B)(6) 2014, at 8:45pm central¿. The patient reported, dates/times unknown, obtaining blood glucose results with the subject meter of ¿227, 294 and 347 mg/dl¿. The cca noted that the patient was ¿getting some high readings and when he takes his insulin, he gets low blood sugars¿. The patient manages his diabetes with insulin (self-adjuster). He alleged, ¿40-50 minutes¿ after the start of the issue with the meter, he experienced symptoms of ¿sweating, lightheadedness, weakness, very tired¿. At ¿about 9:45pm central time¿, the patient reported consuming more food/drink to treat his symptoms. No medical intervention was specified. At the time of troubleshooting, the cca noted that the patient¿s test strips had been stored correctly and the meter was set to the correct unit of measure. The patient did not have control solution available to test the subject meter and test strips. However, the cca noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed he obtained alleged inaccurate high readings on the subject meter, continued to administer treatment based on the alleged results, and reportedly self-treated for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (12/29/2014). The patient¿s meter has been returned on 12/12/2014 and evaluated by lifescan product analysis on 12/16/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 1/14/2015. Device evaluation. The lay user/patients test strips have been returned on 1/8/2015 and further evaluated by lifescan product analysis on 1/12/2015 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.